Manufacturer narrative:
A partial lead with the connector pin measuring 7.6 cm and the distal portion measuring 47.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent loss of capture at high output and r-wave decreased sensing was observed in the rv lead. The lead was explanted and replaced. Patient is stable post procedure.

Manufacturer narrative:
Event date: corrected to (B)(6) 2018

Event description:
New information received noted that lead fracture was observed on the rv lead.